Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was intermittently undersensing, that the ventricular arrhythmia signal dropped out prior to detection of ventricular fibrillation (vf). The lead remains in use. No patient complications have been reported as a result of this event.